Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an imager renal dilator was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the guidewire perforated and tore the tip of the catheter when the device was advanced over the guidewire. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.